Event description:
Invalid result (s). Cassette didn't produce a result. User appeared to perform test procedure correctly.

Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov1120166 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120166 met the qc criteria. The complaint issue was not found in the retained cassettes. The root cause is undertermined. Similar issues will be tracked and trended.